Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed, although there was a delay due to two system reboots. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's footswitch was intermittently unable to trigger x-rays. A review of the log file showed an error: en_x active and hand/footswitches not pressed, indicating a potential issue with the footswitch. Diagnostics revealed an internal cable defect in the wired footswitch. To resolve the issue, the fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis. The analysis revealed that all anti-slip rubber pads were missing, the bracket was loose, and when the cable was bent in a certain way, the x-ray signal was not transmitted. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.